Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the insulin pump did not seem like it was consistently at the same speed during rewind, different sound during rewind but did not happen all the time, had to prime more than once for it to go through but only once or twice in the past, alarms were not as loud as they used to be and vibration was not as noticeable. Customer's blood glucose value was unknown. The customer declined troubleshooting technical support. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test and self test. No anomaly noted during testing.